Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 5076-52 implantable pacing lead, implanted: (B)(6) 2009; 5076-58 implantable pacing lead, implanted: (B)(6) 2009; 1158t competitor implantable tachy lead implanted (B)(6) 2009.